Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The operator noticed the reported failure nine days after placement.

Manufacturer narrative:
H6- additional methods code: testing of model variant (4104). Investigation ¿ evaluation: it was reported to cook that the hub of the catheter within a ultrathane mac-loc locking loop multipurpose drainage catheter separated from the shaft. This incident was reported by (B)(6) medical ctr, in the united states. The device was removed, and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) was reviewed for the final lot, one tubing subassembly lot, hub subassembly lot, and cap raw material lot. The DHR for the above lots records one non-conformance relevant to the reported failure mode. Although the nonconformance is relevant to the failure mode, the device goes through a 100% inspection for the reported nonconformance, all devices were scrapped, and there have been no additional complaints from the field reported on this lot. Due to this information, there is no evidence suggesting that nonconforming product from this lot exists in house or in the field. The instructions for use (IFU) supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A CAPA was previously opened to address this issue. The CAPA investigation determined root causes and implemented corrective actions. Based on the information provided, no returned product, and as the reported lot was manufactured prior to corrective action implementation, it was concluded that a manufacturing and quality control deficiency contributed to this incident. Corrective actions including implementation of a gap gauge and retraining were performed. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: regional lead. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was used on a female patient for nephrostomy tube placement. The operator reported the initial procedure and placement of drain were completed unremarkably via a micropuncture. As reported, the mac- loc was only locked one time during the procedure and 10 days after the placement of the drain, "the ultrathane material dislodged from the base of the locking mechanism." Leakage was also noted at the "end of tube where mac-loc was attached." The device was successfully replaced with a new, similar device. No other adverse effects were reported for this incident.